Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, at the final step while closing the peritoneum to keep the mesh in place, the team lost control of the surgeon console (sc) and it stopped working. A yellow alarm appeared stating, ¿non-recoverable error, please reboot the sc.¿. The team rebooted the sc and the alarm disappeared, but the reboot process took too long, so the surgeon converted the case to laparoscopy. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair procedure, at the final step while closing the peritoneum to keep the mesh in place, the team lost control of the surgeon console (sc) and it stopped working. A yellow alarm appeared stating, ¿non-recoverable error, please reboot the sc.¿. The team rebooted the sc and the alarm disappeared, but the reboot process took too long, so the surgeon converted the case to laparoscopy. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported surgeon console (sc). Review of the field service notes indicates that the logs were reviewed and showed an error code ¿surgeon console non-recoverable error_ console input arm joint limits exceeded¿. The field service engineer (fse) went on site but was not able to reproduce the issue and confirmed that the system was working well. Evaluation of the device data indicates that the sc experienced an error code ¿sc monitoring: control device joint limits¿ for which the control over the sc was lost. This error code gives a system recoverable inoperable_error and a subsystem non-recoverable inoperable_error. Evaluation of the device data for the reported surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.